Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient's ipg was at end of life. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
A patient's ipg reached end of life was reported to abbott. No intervention is scheduled. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.